Event description:
A customer reported that their t:slim x2 pump battery would not charge, triggering a power source alert. There was no adverse impact to the customer¿s blood glucose level reported. To resolve the issue, the customer changed charging supplies using the original tandem wall adapter and cable, which successfully initiated charging again, and no further assistance was necessary.